Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the customer¿s complaint was not confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was battery depletion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video system center endoscope screen was blacked out, even after changing the scope. After reconnecting the scope cable several times, the problem disappeared. The issue was found during inspection for use. The diagnostic procedure was completed using a similar device. There were no reports of patient harm. Related patient identifier: (B)(6).